Manufacturer narrative:
Additional information : upon follow up it was reported that there was no unintentional disconnection. As there was no allegation against the titanium adapter, and the disconnection was intentional, the titanium adapter is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient did not complete therapy and was disconnected from the apd system. It was not specified if the disconnection was intentional or not; therefore, the cause of the peritonitis is reported as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal antibiotics for the peritonitis event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.